Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device required service and on analysis it was found to fail testing for cutter insertion. It is unknown if the device was used in surgery. Date of the event is unknown. It is unknown if injury or medical intervention occurred. There was no additional information provided.